Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The patient¿s culture resulted in positive growth for coagulase-negative staphylococcus (no species documented). The cause of the patient¿s peritonitis has been attributed to the patient not wearing gloves or a mask while connecting to pd treatment. The patient has not been hospitalized for this event. The patient continues to complete continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler during treatment. The patient is completing a mid-day manual fill to instill the antibiotics for a six-hour dwell prior to ccpd treatment in the evening. The pdrn stated there was no issue with any fresenius device, drug, or other product(s) related to this event.